Event description:
The intralase fs laser was used to create corneal flap(s) for lasik surgery (exact date(s) and detailed pt info was not provided). Post-operatively the pt presented with diffuse lamellar keratitis (dlk) and a flap lift and rinse was performed.

Manufacturer narrative:
A clinical development specialist (cds) visited the site and assessed the surgeon's laser settings in order to determine a potential root cause(s) for the dlk. Although a root cause was not identified, the cds gelled and optimized the laser settings. After leaving the site, the cds attempted to contact the site multiple times in order to obtain pt details. No add'l info was provided . The call had been originally placed by the technician, but after further investigation by the site's center director, the cds was informed that there had not been any reportable dlk case at the site. 07/07/2009, a field service engineer (fse) visited the site and performed a preventative maintenance (pm). The laser system met specifications and performed as intended.